Event description:
It was reported that during an unknown procedure, the staple line of the proximal part was not completed at the second firing. Also, it was found that the staple was malformed, and it seemed as if it were split. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.